Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change and subsequent insulin delivery resumption, the user experienced hypoglycemia with a lowest blood glucose of 64 mg/dl and was alerted by the ilet. Symptoms included no reported clinical manifestations. Outcomes included resolution after oral carbohydrate intake and no need for outside assistance or medical intervention. Investigation included troubleshooting and education on treating a low prior to any meal announcement to avoid recurrent hypoglycemia. Investigation of this case revealed no device malfunction and an unclear cause of the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.